Event description:
Related to MFR report#s: 2183959-2012-01632 and 01633. On or about (B)(6), 2007, an apogee system and two other ams products were implanted in the plaintiff with the intention to treat her stress urinary incontinence and pelvic organ prolapse. It was alleged by the plaintiff's attorney that "after and as a result of the implant, plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence" and other damages. It was additionally alleged the plaintiff has "experienced significant mental and physical pain and suffering, has required add'l surgery and/or medical treatment, and has sustained permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.